Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood from the septum once the needle was removed. This occurred 5 times during use. The following information was provided by the initial reporter, translated from (B)(6): "when the needle is removed, the needle¿s septum is bleeding, and the safety protection device is leaking blood."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-mar-2022. H.6. Investigation: a device history review was conducted for lot number 1224433. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample and photograph were submitted by the facility for evaluation and testing. Although the photograph shows the reported failure mode occurring, no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. A possible explanation for this phenomena is the sterilization process of all potentially contaminated devices. The high heat of this process is sufficient to result in the deformation of the septum, potentially sealing any openings that would allow the passage of fluid. H3 other text : see h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood from the septum once the needle was removed. This occurred 5 times during use. The following information was provided by the initial reporter, translated from chinese: "when the needle is removed, the needle¿s septum is bleeding, and the safety protection device is leaking blood".